Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed breathing difficulties shortly after a revision procedure, leading to an explant. No complications were noted during the procedure. The implanting physician did not believe the patient's symptoms were related to the nevro device or therapy. The patient's pulmonologist found no clear or conclusive cause to the patient's issues. No further complications have been reported.

Manufacturer narrative:
This update is to correct the "date of this report", which was incorrectly inputted.

Manufacturer narrative:
The device was returned to nevro and analyzed. Visual examination and functional testing demonstrated the nevro system had exhibited normal functionality. The manufacturing records were reviewed and no non-conformities were found. Based on the investigation, there was no evidence found of a malfunction related to the nature of the patient's medical issues.